Event description:
It was reported that the user called for pump education while observing a blood glucose of 253 mg/dl after eating chicken noodle soup and saltine crackers about 45 minutes prior, with an ilet pump in use and a recent supply change confirmed with new supplies, no visible leaks, and insulin observed running through the tubing. Symptoms included hyperglycemia. Outcomes included no alarms, no alerts, no hospitalization, and user opting to monitor and allow automated insulin delivery. Investigation included user-led troubleshooting and education on pump use. Investigation of this case revealed no device malfunction, no component damage, and no infusion set or tubing leak identified, with the event consistent with postprandial hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.